Event description:
During implantation of a left ventricular assist device (lvad), the chief perfusionist reported that after the inflow graft had been pre-clotted, it was noted that the pre-clotting material had seeped through the graft material and was inside the inflow graft. Another inflow graft from a back-up implant kit was opened, pre-clotted and the lvad was successfully implanted on the pt with no further issues.

Manufacturer narrative:
The manufacturer is attempting to acquire the inflow graft that was not used during implant for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.